Event description:
Wire fracture in coronary artery. Attempted removal of wire, approximately 10 mm of wire left in vessel. Patient had no chest pain and hemodynamically stable when procedure was completed.